Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on (10/27/2017) however the system problem prevented acknowledgements from being received.

Event description:
The sales rep reported via phone that the metal hex broke on the inserter while inserting the customer's healix advance peek anchor with orthocord. The sales rep stated that the metal part was left in the patient with the anchor. There were no patient consequences but a 10-15 minute delay was reported. The sales rep was not present and could not provide any more details. The device is being returned. Sales rep replied via email that the device was either lost or thrown away, (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on (10/27/2017) however the system problem prevented acknowledgements from being received. Follow-up 1 was submitted on (11/6/2017) and did not pass the FDA gateway acknowledgement, however the site identifies follow-up 1 as a duplicate already being received. Therefore, this medwatch is being re-submitted as follow-up 2. Device not returned to manufacturer.

Event description:
The sales rep reported via phone that the metal hex broke on the inserter while inserting the customer's healix advance peek anchor with orthocord. The sales rep stated that the metal part was left in the patient with the anchor. There were no patient consequences but a 10-15 minute delay was reported. The sales rep was not present and could not provide any more details. The device is being returned. Sales rep replied via email that the device was either lost or thrown away. (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the metal hex broke on the inserter while inserting the customer's healix advance peek anchor with orthocord. The sales rep stated that the metal part was left in the patient with the anchor. There were no patient consequences but a 10-15 minute delay was reported. The sales rep was not present and could not provide any more details. The device is being returned.